Manufacturer narrative:
The investigation has been completed and the wake button issue was confirmed. However, the bolus delivery issue was unable to be confirmed. In addition, a different issue was also found. (B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, the cause of the low bg level was due to the customer being unable to use the quick bolus feature correctly. The customer stated he was accidentally delivering 4 or 5 units instead of 3 units because the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. The customer consumed carbohydrates to stabilize bg level. Reportedly, customer will continue to use the pump for insulin therapy.